Manufacturer narrative:
(B)(4). Method: the complaint mr290v humidification chamber was returned to fph in (B)(4) for investigation. The chamber was visually inspected for the reported damage. Results: a horizontal crack was observed around the base of the chamber dome below one of the ports. A vertical second crack was found at the bracket. Smeared print and residue was found in different areas on the dome. Conclusion: the smeared print suggests that the damage was caused by the chamber coming into contact with a solution containing ethanol/alcohol which has resulted in environmental stress cracking of the chamber dome. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. The returned chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290 state the following: do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. Set appropriate ventilator alarms. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that an mr290v humidification chamber was broken. There was no patient consequence.